Manufacturer narrative:
Investigation summary: examination and functional evaluation of the returned device could not replicate the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Event description:
Update 11 sep 2018: as per loc. Yes, it is used during surgery which cost extension, renewal of the procedure, for 2 minutes. Event date (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination and functional evaluation of the returned device could not replicate the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Keel impactor malfunctions and chronically detaches from the keel punch when it is supposed to stay attached.